Manufacturer narrative:
The technician disconnected and reconnected the communication cable to the head wall and the issue was resolved.

Event description:
The account alleged the nurse call wasn't working on the bed.